Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis evaluation: device photograph(s) for the device related to the reported event of seroma-late/calcification was reviewed on oct 07, 2021. Visual analysis of the photographs identified: yellow particles on the surface of the shell, deformation. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "seroma."

Event description:
Patient reported left side "seroma" and "microcalcifications." Device was explanted.